Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks after the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the patient experienced left arm/hand swelling and atrial fibrillation/flutter with ventricular rates up to 207 beats per minute. An ultrasound was ordered and anticoagulation was newly initiated. The device remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.